Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose (bg) level was 292 mg/dl. A cartridge change was performed resolving the issue.